Manufacturer narrative:
(B)(4). Per the customer the sample was not available and the lot number was unknown, therefore no evaluation or batch review could be performed.

Event description:
It was reported to baxter (B)(4) that the patient connector was not connected with the titanium adapter well when the customer changed the transfer set. The customer felt that the joint of each connector has been loose. There was no patient injury or medical intervention was reported. There was patient involvement.